Manufacturer narrative:
"Catheter fragmented at 8.8 cm from distal. Customer realised that a long thrombus had formed at the tip preventing the catheter from removal. The catheter was stretched at the break for an additional 1,3 cm. This finally caused catheter rupture. Customer admitted that the thrombus formation was not product- but patient-related. "

Event description:
During catheter withdrawal catheter stuck in vein, upon pulling to removal catheter ruptured rest remained in vein.